Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was confirmed that the replacement mobile view station (mvs) computer failed. This computer was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after replacing the computer while investigating a electronic picture archiving and communication systems (pacs) issue, it was found that the replacement computer was having the issues with going into standalone mode after install. It was getting stuck in connected, not ready. There was no patient involved when this issue was discovered.